Manufacturer narrative:
(B)(4). Results of field service representative (fsr) onsite visit: a vyaire field service representative went onsite and evaluated the ventilator. The problem reported by the customer was verified. The fsr reseated the cap/diaphragms, performed circuit cal and performance checkout. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the 3100a ventilator would not pressurize, failed the circuit calibration and was alarming low pressure during set-up prior to patient use. The customer advised there was no patient involvement associated with this event.